Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported experiencing low vacuum during surgery. Additional information was received indicating the vacuum was not working correctly. The system was restarted to complete the case. There was no patient harm. A company representative replaced the footswitch and cable to resolve the issue.

Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The company service representative found the treadle on the footswitch to be jammed and nonconforming. The footswitch and the footswitch cable were replaced to resolve the issue. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming footswitch. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The footswitch was received for evaluation. The sample was evaluated and the root cause was determined to be a non-conforming actuator. The root cause of the reported event can be attributed to nonconforming actuator. How or why the actuator became non-conforming cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).